Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited out of range (oor) impedance values. The lead safety switch (lss) was triggered. All other measurements and diagnostics are within acceptable parameters. There is one episode in the logbook that shows 0.5 second of noise, but the noise cannot be reproduced. The system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead was exhibiting elevated thresholds measurements and a revision procedure was performed. Efforts to explant the lead were unsuccessful and it was surgically abandoned. No additional adverse patient effects were reported.